Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unable to trigger error message.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information received on 12/19/2022. Updated fields: b4, b5, d9, e1(site country), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, b6, b7, d10, e3, h6(health effect ¿ clinical code, health effect ¿ impact code). Investigation finalized on 03/30/2024 a getinge field service engineer (fse) was unable to duplicate 1 hour run time . Checked function & verified full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave an unable to trigger error message. It was also reported that there was no patient involvement, injury, or incident.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Event description:
N/a.